Event description:
The customer obtained an elevated atellica im high-sensitivity troponin I (tnih) lot 096 result on a patient sample that was discordant compared to other results obtained on the same sample tested on the same analyzer (B)(6)). The discordant elevated result was greater than the 99th percentile of 45 pg/ml (ng/l) listed in the assay instructions for use (IFU) and was not reported to the physician. The lower results were below the 99th percentile of 45 pg/ml (ng/l) and the result of 9 ng/l was reported to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) to report an observation of an elevated atellica im high-sensitivity troponin I (tnih) lot 096 result on a patient sample that was discordant compared to other results obtained on the same sample tested on the same analyzer. Siemens's investigation included an assessment of reagent, instrument, and sample data. Reagent issues were ruled out based on review of quality control results (qc), which showed recovery within acceptable ranges, and no issues were reported with other patient samples. Assessment of instrument performance included a review of qc and system log files. The siemens log team has completed their review of the sample and reagent trace files for the affected sample. No issues were identified in delivery of tnih lite reagent or solid phase reagent. The sample aspiration slope for the discordant result showed a slight anomaly, but the overall aspiration was within limits. This could potentially have been due to sample debris. Based on the available information, the cause of the discordant result is consistent with a sample integrity issue. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens has completed the investigation. No potential product issue has been identified. The customer is operational.